Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa. Common device name: intravascular administration set. Investigation summary: bd received 1 sample for investigation. The samples were evaluated by visual examination and the indicated failure mode for retraction failure with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® push button blood collection set device experienced retraction issue - does not retract (button will not engage). The following information was provided by the initial reporter. The customer stated: "pbbcs needle incomplete retraction."